Manufacturer narrative:
H.6. Investigation: no sample or photos received for investigation. A device history review was performed for reported lot 2105303, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Ten retained samples from the same lot were evaluated, after a visual inspection of all injector retained samples received, no damages or anomalies were found. Functional testing was performed, sample was attached to a syringe+ a protector connected to a vial. After aspirating the colorant from the vial to the syringe, no issues or leakage were found on the injector. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that the bd phaseal optima injector experienced leakage from the injector and mating component. The following information was provided by the initial reporter: after circle priming with the short set low sorb tubing, I inserted it on the pump. After the closing the pump and checking the line, I saw 1 drop drip to the base of the pump from the inside of the injector. I inspected the whole tip and tubing and there was no leak anywhere. No other leakage noted after the injector and connector was put together.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima injector experienced leakage from the injector and mating component. The following information was provided by the initial reporter: after circle priming with the short set low sorb tubing, I inserted it on the pump. After the closing the pump and checking the line, I saw 1 drop drip to the base of the pump from the inside of the injector. I inspected the whole tip and tubing and there was no leak anywhere. No other leakage noted after the injector and connector was put together.